Event description:
It was reported that the insulin pump made a noise, alarmed battery out limit, vibrated, and had a completely blank screen. The customer removed the battery in order to try to resolve the issue. The blood glucose reading was 57 mg/dl, which was treated with candy. The customer advised that he felt fine. He stated that he had changed the batteries 4 times, and the device alarmed battery out limit and the screen was blank. Upon troubleshooting, the customer noted that the device alarmed after a battery change. He stated that the device was not alarming at the time of the call. He stated that the batteries had been out of the device greater than the duration allowed by the insulin pump. He was advised that this was normal device behavior and to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.